Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed a "gross blood leak" was reported which was internal and occurred on (B)(6) 2024 during an unknown duration after imitation of the patient's treatment. The bmt stated blood was noted leaking from the dialyzer fibers and was observed within the dialysate. The machine, a 2008t, alarmed appropriately with a blood leak alert. It was unknown if blood test strips were used to confirm the blood leak. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Additional information: b5

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. A photograph was provided. In the photograph, a dialyzer is connected to a machine during treatment. There is blood within the header caps, the bloodlines, and the fibers, as expected during treatment. The bottom portion of the dialyzer appears to have blood within the dialyzer housing all the way around on the outside of the fibers, with the area closest to the that header being the darkest in color and getting lighter as it moves farther away from the header. The dialysate within the bottom hose appears to have been tinged with blood as well. This is indicative of an internal leak. However, there is no damage or irregularities visually apparent on the dialyzer in the photograph that may have contributed to the leak. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed a "gross blood leak" was reported which was internal and occurred on 01/03/2024 during an unknown duration after imitation of the patient's treatment. The bmt stated blood was noted leaking from the dialyzer fibers and was observed within the dialysate. The machine, a 2008t, alarmed appropriately with a blood leak alert. It was unknown if blood test strips were used to confirm the blood leak. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed a "gross blood leak" was reported which was internal and occurred on (B)(6) 2024 during an unknown duration after imitation of the patient's treatment. The bmt stated blood was noted leaking from the dialyzer fibers and was observed within the dialysate. The machine, a 2008t, alarmed appropriately with a blood leak alert. It was unknown if blood test strips were used to confirm the blood leak. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.